Event description:
It was reported that the customer was hospitalized due to high blood glucose of 159 mg/dl. It was stated that the insulin pump alarmed button error, and the caller was not pressing the buttons for more than three minutes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.